Event description:
It was reported on (B)(6) 2014 that the implantable neurostimulator (ins) had been depleted the past four years because the prior doctor did not think the therapy was working for the patient. The patient¿s new doctor wanted the ins to be restarted so she could use it again. The patient stated that she had a procedure for sciatica on (B)(6) 2014 at the hospital and the doctor wanted the manufacturer representative to charge the ins during that procedure. The manufacturer representative spoke to the patient and would see the patient (B)(6) 2014. Later, the patient had an appointment with the doctor scheduled for (B)(6) 2014. It appeared based upon dra that the patient had a primary cell battery and the manufacturer representative stated, ¿the patient was sure she had a rechargeable?¿ the manufacturer representative was not able to get in touch with the patient but would know more after the (B)(6) 2014 appointment. Later, however, the patient was a ¿no show¿ to the appointment. Later, on 2014-10-01, it was reported that for the past four years there was no stimulation sensation. The patient stated that the device ¿had not worked¿ for four years and the doctor said there was ¿nothing they could do about it.¿ the patient had called in back in (B)(6) with the ¿same issue.¿ the patient stated the system was not on and the hospital had lost the remote. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Follow-up was conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708360, serial# (B)(4) , implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).